Event description:
It was reported that the anesthesia system generated alarms for high airway pressure and low fio2. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer, it has been concluded that the most probable cause of the high airway pressure alarm and low fio2 alarm during case was leakage in the breathing circuit. Reported issue can be confirmed in provided device's logs. According to received service report, replacement of the patient tubing solved the issue. Patient was connected back to anesthesia workstation and case was continue without interruption. The most probable cause of the high airway pressure alarm and low fio2 alarm during case was leakage in the breathing circuit. The root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date, # d1 brand name, # d4 version or model # was required. Previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system d4 - version or model # previous version or model #. Flow-I c20, corrected version or model #: 6888520. Previous manufacture date: 01/09/2018. Corrected manufacture date: 12/22/2017.

Event description:
Manufacturer's reference number: (B)(4).